Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker and a non boston scientific right ventricular (rv) lead exhibited oversensing of right atrial (ra) signals, causing pacing inhibition with pauses of approximately four seconds. The device was reprogrammed to resolve this. No additional adverse patient effects were reported. The device remains in service.